Event description:
During pre-use check, the endoscope could not be used normally, afer checking by engineer, the light guide cable fell off and leaked. Harm performance: delay the examination. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary: event that occurred is leakage from light guide cable. The pentax engineer checked with hospital staff. The malfunction was found during use. No harm was caused to the patient. After solved the malfunction on site, the examination was completed with this device. The light guide cable was unglued and leaked, it could not be used normally. Based on the investigation, a potential root cause of this failure is after long-term use, the light guide cable became worn and peeled off, causing leakage. Hospital engineer cleaned the air/water nozzle, as s well as after applying glue to the light guide cable, this endoscope could be used normally. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU. Investigation completion and return date: 09-dec-2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 01-may-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 13-may-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.